Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is not alarming during a tachyarrhythmia. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) went onsite and collected the clinical logs and audit logs from the device for clinical applications to review. The remote service engineer (rse) indicated that they were unable to retrieve usable data from the time of the incident. The rse followed up with clinical applications without success in isolating the root cause. The complaint was escalated for technical investigation. The clinical specialist (cs) reviewed the data and found that the monitor came out of standby at 18:44. A high heart rate alarm occurred at 18:50:37 for a rate of (B)(4) greater than (B)(4). This alarm was acknowledged at the pic ix at 18:52:17. At 18:52:25, a user requested the heart rate high limit to change from (B)(4). This change in the heart rate limit ended the alarm. For the timeframe of at 22:30 on (B)(6) 2024, to 08:30 on (B)(6) 2024, there were multiple leads off inops for different leads as well as the respiratory leads. The logs also show several ECG leads off inops that indicate more than one ECG lead is off, and the monitor cannot measure or detect alarm conditions reliability. At 1:49:51, a ECG noisy signal inop was generated. Noise refers to any degradation of the ECG signal that makes it difficult to detect and classify beats accurately, thus affecting event detection and alarm generation. Causes of noise, such as artifact and electrical interference, should be avoided whenever possible. The following are some possible causes of noisy ECG signals: poor skin preparation; dried electrode gel; detached electrodes; broken lead wires; muscle artifact caused by shivering, movement, or tremors; baseline wander caused by excessive chest movement, or the offset differences between two brands of electrodes; respiration artifact caused by thoracic or abdominal movement of both spontaneous and ventilated breathing patterns; or interference from equipment. Correcting any of the above ECG interferences issues increases the accuracy of the algorithm and decreases the incidence of false alarm. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as there are heart rate alarms logged. The user changed the high heart rate alarm to 140. If the extreme tachycardia alarms are at the factory default settings, an extreme tachycardia alarm would not occur until the patient¿s heart rate was above (B)(4). The configuration settings would be required to confirm this, but the setting is at least 20 above based on the first high hr alarm of (B)(4). There are multiple ECG leads off and noisy signal alarms logged which affect the algorithm¿s ability to detect, classify and generate alarms accurately. There is also a check ECG cable inop indicating a defective ECG cable was detected, which also effects the accuracy of the ECG signals and measurements. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.